Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "it couldn't lock the screw during inserting the screw. Replaces another new screw, and attempted to insert the screw, however couldn't insert the screw." No adverse consequences or surgical delay reported.